Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a meal and an ilet-delivered bolus, the user¿s glucose initially returned to range then rose to 201 mg/dl and remained above 180 mg/dl for approximately 25 minutes; the user suspected an infusion set issue and considered changing the set despite no observed leaking, odor, or visible tubing damage. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no alerts above the specified thresholds, no use of backup therapy, and no medical intervention. Investigation included customer counseling on device algorithmic corrections and supply management guidance. Investigation of this case revealed no confirmed device or component malfunction and no corroborated infusion set defect, with the event characterized as hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.